Event description:
It was reported that a patient experienced peritonitis coincident with continuous ambulatory peritoneal dialysis (capd) therapy. The cause of the peritonitis was not reported. It was not reported whether the patient was hospitalized for the event. Treatment was not reported. The outcome of the peritonitis was not reported. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available; a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The patient experienced capd associated peritonitis on an unreported date in december 2010. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.